Event description:
It was reported following a percutaneous procedure a 6f angio-seal sts device was deployed to seal the arteriotomy site; no hemostasis was achieved. The pt was transferred to the ICU for monitoring. Approx two to three days later, when the pt was mobilized again, pt complained of pain in thir leg when walking. An angiogram was performed (date unknown) revealing the vessel was occluded in the popliteal area. The pt underwent surgery (date unknown) and an intact anchor with collagen and suture which had been cut at the skin level was removed. The pt was reportedly recovering. No device was returned for an evaluation;however, a digital photograph of the removed components was provided for assessment. The sjm representative discussed with the physician their assessment of the event; it appeared the anchor and collegen were deployed intaarterial and were eventually swept to the popliteal area.